Manufacturer narrative:
Insulin pump alarmed prime during the displacement test due to jammed motor gear box. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, broken belt clip slot, cracked reservoir tube, missing end cap sticker and cracked battery tube threads.

Event description:
It was reported the customer received a compromised force sensor system alarm while priming their insulin pump. Customer's blood glucose was 137 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.